Event description:
Md reported that the patient had a pocket infection, and the entire system had been removed. The device and leads were removed. Patient had device explanted due to an infection in the pocket. No further action to be taken.